Event description:
Patient had implantation of metal on metal asr hip prosthesis approximately 5 years ago. He recently returned to his surgeon with elevated metal levels. A recent MRI of the hip shows a multiloculated fluid collection anterolateral to the femoral component of the prosthesis. The locules of the collection demonstrate mixed signal characteristics, likely due to variable degrees of metallic and proteinaceous contents. The patient returned to or for replacement of the implant. Intraoperatively, significant metallosis was found involving a bursae pseudocyst, gluteus minimus and gluteus medius. Repair of gluteus medius with a tendon graft was required. The gluteus minimus was reinforced with collagen matrix graft. Additional metallosis was found in the capsule and morse taper of the femoral component. Implants were removed and replaced.patient was discharged in a few days after surgery.what was the original intended procedure?hip arthroplasty.